Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, the pulse generator exhibited a disgnostics anomaly. The diagnostics were cleared and the patient would be monitored.